Manufacturer narrative:
Block b3: approximated based on the complaint form event date aug-2024. Block b5 (describe event or problem) and block h6 (device code) have been updated based on the correction that was identified on january 28, 2025. Block h6 has been updated to premature deployment and clip device deployed in the scope deeming this a non-reportable scenario.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, when scope position was achieved, the physician attempted to advance the catheter out of the scope, but significant resistance was met, and the catheter could not be advanced out of the scope. The catheter was withdrawn from the scope and a biopsy forceps put down to assess the obstruction; it did exit the scope and pushed out the clip that had been dislodged from the catheter. The clip was able to removed by a roth net. The device was changed, but there was no information as to what device was used. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. A correction was identified on january 28, 2025: it was clarified that the main problem of the device has been premature deployment and clip device deployed in the scope.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, when scope position was achieved, the physician attempted to advance the catheter out of the scope, but significant resistance was met, and the catheter could not be advanced out of the scope. The catheter was withdrawn from the scope and a biopsy forceps put down to assess the obstruction; it did exit the scope and pushed out the clip that had been dislodged from the catheter. The clip was able to removed by a roth net. The device was changed, but there was no information as to what device was used. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the complaint form event date (B)(6)2024. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.